Event description:
The cot allegedly dropped while transporting a pt from the ambulance to the ER. The pt was not injured however one of the attendants allegedly sustained some type of injury. The nature and severity of the injury has not been disclosed.